Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: no stock product from reported lot# 6032883 was available for review. Investigation methods/results: customer returned a broken implant in pieces for review. The implant appeared to be broken at the threads section and heavy bone debris can be observed. It was unable to measure and verify the size of the implant since partial pieces of implants were returned. Root cause: the root cause was inconclusive and cannot be explicitly determined. Customer did not reported any osseointegration issue or any abnormality with the implant. The event happed two years after the implant placement. The probable cause for the fracture could be contributed by patient factors.

Manufacturer narrative:
The device has been returned but not yet investigated. If/when the investigation has been completed a supplemental report will be submitted. The patient's race was asked but not provided.

Event description:
It was reported that the hahn tapered implant failed. The patient had bone type ii. The patient presented on (B)(6) 2018 for primary procedure on tooth #29. The patient returned on (B)(6) 2020 and upon examination, the provider notes the implant was fractured. It was at that time the device was removed. The provider notes the patient's status as "satisfactory".